Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04308. It was reported the pt had felt a shocking sensation. The sjm representative met with the pt for reprogramming, and all contacts on the lead had normal impedances. It was reported some contacts were unable to be used during reprogramming. Follow up identified the physician repositioned both leads on (B)(6) 2013. It was reported the surgical intervention resolved the issue, and the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.